Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during compounding, technician noticed some liquid between the internal pouch and cassette indicating possible leakage. Leakage appeared to be very small, a few small bubbles that looked like condensation. No impact to patient, technician emptied out drug from affected cassette and filled a new cassette with the drug. There was no injury to patient or clinician.